Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed while on a patient and alarmed. The respiratory therapist (rt) noted there was no pressure or tidal volume output. The device had error codes 1203- low leak co2 rebreathing risk alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, but there was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer cycled the device and cycles normally at start up but then alarm low leak co2 rebreathing risk alarm, patient circuit appears to be good, air inlet filter is clean, o2 solenoid test passed, verified error 1203 in event log. The rse advised customer to check exhalation port at bottom of unit for obstruction and if clear replace flow sensor assembly and air inlet filter to correct the issue. Provided parts ID for a flow sensor assembly. The investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made on 09nov2023, 04dec2023, and 14dec2023 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.